Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 21 ultrasafe plus x100l png clear sets had abnormally high activation forces between "26n and 68n". The following information was provided by the initial reporter: "for information & investigation : during the functional check of activation on the test bench on a batch of safety ultrasafe 1ml, abnormally high activation forces were found. Out of 32 samples checked on the test bench: 21 samples have an activation force of between 36n and 68n, they were activated and locked." Preliminary information : a review of the activation forces on the 8 batches were checked in 2020 was carried out, the average activation forces are between 8 and 10 newtons; the average of the affected batch 21l0108 is 48n. The method used on the test bench has been verified and is correct.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/25/2021. H6: investigation: the customer issued a complaint for activation force problem detected during production process of our customer. 4 pcs samples were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Devices are activated and no any damaging or other non-conformity can be seen. Additional activation force testing or any other functional testing is not applicable on the received sample. Tests performed on retain samples did not show any issue of safety devices. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that 21 ultrasafe plus x100l png clear sets had abnormally high activation forces between "26n and 68n". The following information was provided by the initial reporter: "for information & investigation : during the functional check of activation on the test bench on a batch of safety ultrasafe 1ml, abnormally high activation forces were found. Out of 32 samples checked on the test bench: 21 samples have an activation force of between 36n and 68n, they were activated and locked." Preliminary information : a review of the activation forces on the 8 batches were checked in 2020 was carried out, the average activation forces are between 8 and 10 newtons; the average of the affected batch 21l0108 is 48n. The method used on the test bench has been verified and is correct.